Event description:
It was reported that the s2 drill was intermittently running without user activation of the foot pedal during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the s2 drill was intermittently running without user activation of the foot pedal during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of the device running without the footpedal being depressed was not confirmed. No unintended activation was duplicated during testing of the returned handpiece, and no failure modes that would cause or contribute to unintended activation were observed in the device. The device was serviced for preventative maintenance, and returned to the user facility.